Event description:
It was reported that the right ventricular (rv) lead was unable to capture in bipolar configuration and the bipolar impedance was low. The lead was assumed to have an outer insulation break. However, the rv lead was functional in unipolar polarity therefore the lead was retained and remains in use in the unipolar configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: (B)(4) implantable pacing lead (B)(6) 2001. (B)(4).